Event description:
I was alerted that an old osteonics acetabular component was being removed during a revision surgery. Revision was occurring due to osteolysis and possible retro version of the socket. Poly liner was damaged and no numbers were available for review.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.